Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ac icon not lit was confirmed during product evaluation. The assignable cause was a faulty power supply printed circuit board. The power supply was replaced to correct the reported condition.

Event description:
The facility representative reported a colleague infusion pump with the "pump not holding a charge". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 8.11.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.